Event description:
It was reported that the pt experienced poor control of spasticity. The pt underwent a pump replacement. The pump contained lioresal. The pt's outcome was serious injury/illness - recovered with sequelae.

Manufacturer narrative:
(B) (4)